Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"This complaint is from a literature source. The following literature cite has been reviewed: le masters t, johnson s, jeraldo pr, greenwood-quaintance ke, cunningham sa, abdel mp, chia n, patel r. Comparative transcriptomic analysis of staphylococcus aureus associated with periprosthetic joint infection under in vivo and in vitro conditions. J mol diagn. 2021 aug;23(8):986-999. Doi: 10.1016/j.jmoldx.2021.05.011. Epub 2021 jun 5. Pmid: 34098085; pmcid: pmc8351120. Objective and methods the goal of this study was to compare the transcriptomic profiles of eight s. Aureus pji cases under in vivo and in vitro conditions using whole transcriptome sequencing applied to materials dislodged from explanted devices through sonication. The authors study 8 patients with existing s. Aureus infections around a total joint arthroplasty. Patient 2 had an asr xl/summit tha and patient 8 had a sigma cr tka. The remaining 6 patients had competitor constructs and will be excluded from this complaint. The treatment for the infections was IV antibiotics and eventual revision. This complaint will capture the 2 patients with depuy tjas. Patient 8: 69-yo female patient received a revision of an unknown knee to treat persistent infection unsuccessfully treated with IV antibiotics 314 days after primary implantation. The pfc sigma cr femoral component, tibial tray, and insert were revised to unknown products. There is insufficient information to determine the manufacturer of the cement and/or if the patella was resurfaced. "

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.